Event description:
Two screws found missing and two screws found loose that hold the siderail to the supt weldment. Since 6/1/98, there have been three add'l beds identified with loose screws holding siderails.